Event description:
Literature was reviewed regarding early thrombus formation including hypo-attenuated leaflet thrombosis after surgical bioprosthetic aortic valve replacement. The study population included 62 patients. Multiple manufacturer¿s devices were implanted in the study population; 12 patients were implanted with a medtronic avalus bioprosthetic valve. Among all patients, adverse events included: hypo-attenuated leaflet thickening (halt), reduced leaflet motion and paroxysmal atrial fibrillation. It was reported that anticoagulant medications were given. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: takanori kono., et al.. Early thrombus formation including hypo-attenuated leaflet thrombosis after surgical bioprosthetic aortic valve replacement. General thoracic and cardiovascular surgery 72:568¿576 2024. 10.1007/s11748-024-02010-4 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.